Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/04/2015 with the following findings: the battery cap removal slot was found to be damaged and was unable to attach to a test pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the battery cap top was worn and the battery cap had never been changed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.